Manufacturer narrative:
This instrument has been investigated. On 5-27-2017 an ocd field engineer (fe) arrived at the customer site and verified cell button size was larger than normal. The fe replaced the cavro dilutor with valve ( per 2nd level support the cavro dilutor is likely not mixing in dilution cup ) and replaced the electrovalve e to eliminate inadvertent drainage from the dilution cup. The dilution cup and distribution block had no evidence of leakage. The fe also replaced the syringe. The fe verified repairs by passing wad diagnostics. The fe had the customer run qc for dat, a known negative cord blood dat and patient crossmatch to verify repairs. All results were normal and cell button size appears normal as well. The customer verified and accepted qc. Repairs have returned this instrument to expected operation.

Event description:
The customer reports the ortho provue probe is dispensing too many cells in the dat and crossmatch tests. No incorrect results were reported. (B)(4).